Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) cylinders and pump at our quality assurance laboratory, the returned components underwent a thorough analysis. The pump was visually inspected, leak tested, and functionally tested. The pump kink resistant tubing (krt) was worn to the filament. The pump passed leak testing but did not pass activation testing. Based on this investigation the cause for the mechanical issue and the crack in the pump tubing observed clinically was not established.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed and replaced due to a crack in the pump connecting tube. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis pump was removed and replaced due to a crack in the pump connecting tube. No patient complications were reported.